Event description:
The hosp reported that the manual defibrillator charged and discharged without user activation during a surgical procedure. The pt was not on bypass and no injury was reported. The device was connected to the pt using a separate MFR's external pacing pads and interface. A discharge test was successfully performed on the defibrillator prior to the start of the procedure. The defibrillator was inspected following the event and found to be functioning to specification. The external pacing pads were not available for examination.